Event description:
A surgeon reported that during vitrectomy surgery, the vitreous cutting was finished, and the premacular membrane and inner limiting membrane were removed without trouble. When they tried to remove the "residue" membrane, the tips of the forceps came off the handpiece and stuck the retina. The intraocular pressure (iop) setting was increased to reduce the bleeding. After it was confirmed that there was no retinal detachment and no subretinal hemorrhage, the surgery was finished. Additional info received from the surgeon stated that the pt's visual function was not affected.

Manufacturer narrative:
The investigation is in progress. The sample has been received, but the evaluation is not complete. The device history record for the affected lot was review. No abnormalities that could have contributed to this event were found and the sample was released according to manufacturer's acceptance criteria. Final inspection for 100% of this product is performed. (B)(4).